Manufacturer narrative:
UDI: (B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned mayfield skull clamp. The lock has movement and a residue buildup is present. The returned unit has worn parts that needs to be replaced, and general maintenance and cleaning are required. The observed condition is likely caused by wear and tear. However, the definite root cause cannot be reliably determined. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the index knob on the mayfield skull clamp was not locking when inspected. There was no patient contact and no surgical delay.

Manufacturer narrative:
UDI: (B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned mayfield skull clamp. The lock has movement and a residue buildup is present returned unit has worn parts that needs to be replaced. General maintenance and cleaning required. The observed condition is likely caused by wear and tear. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.